Manufacturer narrative:
Block a: patient information was not obtained due to country privacy laws. It was reported that a patient sustained a broken right wrist while the detectors were being moved into place before the scan. The tech created a pinch area by inadvertently positioning the patient's hand on a stand in the path of the detector. The injury was treated with a cast. Investigation concluded there was no malfunction of the system and the operator failed to follow user manual instructions. The following use error root causes were identified: 1) did not ensure obstruction free area 2) did not ensure no limbs protruding out of the table 3) did not monitor patient and system during the entire scan. The design's residual risk has been determined to be afap and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, 100176. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient sustained a broken right wrist while the detectors were moving into place before the scan. The tech created a pinch area by inadvertently positioning the patient's hand on a stand in the path of the detector. The injury was treated with a cast. There is no indication of any device malfunction.